Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead fell and struck implant site on a doorway. Device evaluation was performed and it was suspected the lead had fractured as the lead had > 2000 pacing impedances, was undersensing and had loss of capture. Surgical intervention was performed and the lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.